Event description:
It was reported that the touchscreen was shattered and the customer could ¿can no long use the pump". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.